Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department for evaluation and the customer's report was not duplicated after extensive testing. Review of the device activity log does show occurrences of the reported error message. The device log shows nothing unusual until the electrode pads are connected to the device. The multi-function cable and multi-function cable receptacle were replaced as a precaution based on observed wear. It is noteworthy to mention the electrode pads used at the time of the reported event were not returned for evaluation. We were unable to confirm zoll pads were being used. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown) with vital signs absent, the device displayed a "cable fault" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.